Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. E.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. H.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7369551. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00177 and 3008114965-2023-00178. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted embolization procedure, the complaint stent, a 4mm x 23mm enterprise 2 stent (encr402312 / 7369551) was impeded in the concomitant microcatheter, a 150cm x 5cm prowler select plus (606s255x / 30887535) and could not advance further. The physician retracted the stent and the microcatheter and replaced both devices to complete the procedure. There was no report of any negative patient event/impact. On (B)(6) 2023, additional information was received. The information indicated that the target vessel was the m2 segment of the middle cerebral artery (mca). Adequate continuous flush was maintained through the microcatheter. No other deice went through the same microcatheter. The replacement stent was another 4mm x 23mm enterprise 2 stent (encr402312). It is unknown if the replacement microcatheter was another prowler select plus microcatheter (606s255x). The information also confirmed there was no allegation of patient injury due to the alleged product issues. The reported issues did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed already detached from the rest of the unit; it was not returned for evaluation. The delivery wire was coming out from the tip of the 150cm x 5cm prowler select plus microcatheter. The introducer was also not returned for evaluation. An attempt was made to remove the delivery wire from the microcatheter; however, strong resistance was felt and the delivery wire remained stuck inside the microcatheter. Microscopic inspection revealed saline residues around the delivery wire. The delivery wire and microcatheter were soaked in lukewarm water for 30 minutes. After which the delivery wire was able to be retracted from the microcatheter without any noticeable resistance. The issue documented that the stent became impeded in the microcatheter could not be evaluated through functional test; the functional test requires that the stent component must be still inside the introducer tube and connected to the delivery wire. With the limited evidence available, the root cause cannot be determined. It is possible that clinical and procedural factors, including device manipulation, patient vessels, and operator technique, may have contributed to the reported failure. The stent detachment was not originally documented in the complaint; the complaint detailed that there was no allegation of patient injury nor did the reported issues result in any clinically significant delay, thus, it is not likely that the stent became detached during its removal from the patient¿s body. The position of the delivery wire within the microcatheter as observed during the initial inspection suggests that the stent may have detached during the post-operative handling/inspection of the device and is not related to the issue encountered during the procedure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7369551. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Although no product defect could be identified, the instructions for use (IFU) provides the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00178. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 20-apr-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00178. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.